Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 8 months post promus stent implantation in the mid left anterior descending artery, the patient presented to the hospital with chest pain. Cardiac catheterization revealed 95% in-stent restenosis and a non-abbott stent was placed to treat the restenosis. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.